Event description:
Ge healthcare performed an inspection test at the customer site as part of the correction and removal initiated by ge healthcare on 29-dec-2023 (z-0865-2024), and it was concluded the ic9-rs diagnostic ultrasound probe was identified as having a component malfunction described in recall z-0865-2024. There was no patient involvement.

Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. The FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare will replace the probe upon completion of the field action at this site.

Manufacturer narrative:
The adverse event report associated with diagnostic ultrasound probe ic9-rs serial number (B)(6) was filed inadvertently. There is no malfunction associated with ic9-rs serial number (B)(6), and the report should not have been filed. The probe is currently functioning correctly and will be replaced via recall actions associated with recall z-0865-2024 for non-malfunctioning probes.